Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k180700, UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was diagnosed with vertebral fracture in the acute phase and underwent percutaneous kyphoplasty (surgical approach) at th12. Intra-op while injecting the cement into bone filler device, the cement solidified earlier than usual. Cement was implanted as it was. No patient complications were reported.